Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The lot history was reviewed on the possible lot numbers provided by the customer and there were no nonconformities found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed. The lot history was reviewed on the possible lot numbers provided by the customer and there were no nonconformities which would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. D4 - plots - possible lot numbers 11379847 - manufacture date - 10/1/2022 - expiration date 10/1/2025. 12734766 - manufacture date - 11/1/2022 - expiration date 11/1/2025.

Event description:
The event involved a transpac it wch single kit 30 ml/hr which the customer reported was observed to have a line disconnected at a fused point. The customer checked other devices and none other were observed to have the same issue. The incident was noticed immediately, as someone was accessing the line for bloods. No medication was being used with the product. There was patient involvement, but no harm was reported as a consequence of this event.